Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system failed 2d and 3d imaging modalities. The system showed "initializing, please wait" and the generator showed a red x during boot up. The remote desktop with detector showed "not ready", the x ray detector status/state in remote desktop was blank, the cp2 had a red led for the fiber. There were no other errors on the cp2 and mvs blue ethernet connector with a solid green/amber led (the green should be flashing). The fiber on both ends were swapped and the symptom remained the same. The cp2 and detector were replaced. The imaging system then passed the system checkout and was found to be fully functional. The network connector was returned unused. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that prior to a case when booting the imaging device, the system could not get past the initializing phase. The system was rebooted 4 times and it was not able to boot. There was no patient present when this issue was identified.

Manufacturer narrative:
The detector panel and cp2 was returned to the manufacturer for analysis. Analysis found that the reported issue was confirmed. The detector panel and cp2 were installed on a test system and the system failed to boot. The system would not go past "initializing, please wait" and the detector would not ready. The amber led light on the rear of the cp2 was on indicating cp2 failure. It was determined that the cp2 was faulty . Analysis found that the reported event was related to a computer component issue. If information is provided in the future, a supplemental report will be issued.